Event description:
Caller stated that with the pt's old device, the "upper lead had stopped working." (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).